Event description:
First lens opened on field was unable to be loaded properly. Second lens opened on field was inserted into patient's eye and when it unfolded 3 scratches were noted across the lens. Lens removed and replaced. Surgery completed as intended. No compromise to patient, no surgical complications.